Event description:
Customer reported to baxter (B)(4) of an administration set in which spike of the reported set snapped off from the set and was left in the port of the bag filled with saline solution. An unknown amount of saline solution was spilled out of the bag. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.